Event description:
It was reported that the power switch of the maintenance unit was cracked, we could see the exposed resistors and something in the middle. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.